Event description:
It was reported that three broken screws were noted during revision for broken rod (filed on mfg medwatch report no. 1526439-2013-20762). See mfg medwatch report no. 1526439-2013-30856 for the first broken screw. See mfg medwatch report no. 1526439-2013-30858 for the third broken screw.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The expedium 6.5 polyaxial screw [product code: (B)(4), lot no: rl119534] was fractured at the transition from the screw¿s polyaxial ball to the screw shank. The device was sent to the lab for further evaluation. Optical images of the fractured polyaxial screws exhibited scratches and smooth shiny areas indicative of surfaces rubbing post screw fracture. No material defects or other abnormalities were observed in this analysis. A DHR for the expedium 6.5mm polyaxial screw [product code: (B)(4), lot no: rl119534] was conducted. The lot quantity was released to stock on 6/25/10 with no discrepancies. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. It has been noted that this is the first complaint reported this year as a result there has been no systematic trend observed for issues of this nature. The root cause of the polyaxial screws becoming fractured cannot positively be determined. However, it was reported by the sales rep that patient created a load which caused the rods to break. As there have been no issues identified in the manufacturing or release of these devices, and there have been no systematic trends this complaint will be closed with no further action required.